Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the ruby coil was tied into a knot when resheathing the coil for later use and could not be resheathed. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.